Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. The situation described may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the printed circuit expiratory channel board was detected as faulty and replaced. Neither the device log nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).